Event description:
Reportedly, the staple failed to discharge properly when applied to the stomach. The surgeon had to hand sew stomach after resecting the tissue. The user facility report indicated that the patient condition is not known.